Event description:
Laparoscopic cholecystectomy - "clip applier inserted through 5mm kii cannula. First two clips fired normally. Third clip accompanied by a different noise. When clip applier removed from the abdomen through the cannula, the jaws separated from the shaft of the clip applier and remained in the cannula."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.